Event description:
My husband has end stage renal failure and in (B)(6) 2004, he was put on peritoneal dialysis using baxter's homechoice cycler machine. For 7 years he used that machine he never had any problem with that cycler, but in 2011, baxter recalled that machine and came and picked it up and replaced it with a new and supposed to have been better homechoice; not so. The very first time my husband hooked up to that machine and said that the machine was not working right. It was sucking him so hard, that it made him very sore in the inside. To say the least it was very painful. He also noticed that it would not drain all the fluid out; he stayed bloated. He reported the problem he was having with the new machine, he was told to take it in to the pd nurse and let her adjust it, which he did. He returned home, the machine would still suck him too hard and it was still leaving too much fluid in. To make a long story short, we got the machine in (B)(6) 2011. We had a serious case of peritonitis in (B)(6) 2012, (B)(6) months with the new machine. The doctor treated him with all kinds of antibodies and sent us home back to the same,"new and improved machine that sucks too hard and does not drain all the fluid." In (B)(6) 2012, (B)(6) months after our first infection, he woke up screaming in pain the machine was doing what it always had done; sucking him too hard and leaving fluid in. This time it was life-threatening we were treated in the ER and later had to be admitted to the hosp and stayed there for 5 or 6 days another case of peritonitis. We know that we are not doing anything wrong. Remember he has been doing his treatment for over 7 years and has never had an infection with the old cycler, but with the new homechoice cycler, he has had 2 serious infections in 4 months. Baxter was in a rush to get a new machine on the market. They really didn't take the necessary time to tweak the new machine. The new machine is not working. We are not the only ones that are having trouble with the new machine. You guys can go on the internet and look up problems with the baxter's homechoice cycler and there you will find that there are a lot of people who are complaining about the new cycler. I read that baxter recalled the old cycler when (B)(6) unfortunately lost his two babies. I wonder if one person can get the FDA to act; what about hundreds. FDA you all need to check into it the new machines are not safe for the public to use. We need your help... Asap.